Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s left ventricular (lv) lead pacing caused retrograde p-wave conduction. That resulted in the next right atrial (ra) lead pacing event to not capture due to it being in absolute refractory. The lv lead was reprogrammed. The lv lead and ra lead remain in use. No patient complications have been reported as a result of this event.